Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for a cardiopulmonary bypass procedure, the flow sensor module produced an error message. There was no adverse consequence to the pt as a result of this event.